Event description:
The surgeon reported that a hypotony of the eye occurred during a vitrectomy surgery because the amount of perfusion was not enough. The surgery was completed after replacing the product with another one. It was reported that this was the product's second use. No pt harm was reported. Additional info was requested, however none has been provided to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).